Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, customer encountered ¿system overheating¿ error messages and the system had shut down mid-procedure twice. Technical support engineer (tse) reviewed the system error logs and discovered error 95, which points to the universal motion controller 2 (umc2) board operating beyond its temperature range. Customer confirmed that there was nothing covered over the base of the patient side cart (psc) or anything that prevents airflow. The surgeon subsequently opted to convert and continue the procedure laparoscopically. There was no report of patient harm due to this event. Attempts have been made to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse arrived on site and cleaned the patient side cart (psc) fan filter and replaced the universal motion controller 2 (umc2). The system was tested and verified as ready for use. Isi has received the umc, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. There was no image or video clip submitted for review. Per the log review, the following was confirmed: the unilateral inguinal hernia was performed on (B)(6) 2022 on system sk0168. A review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). Investigation revealed the following possible related system error: error 95 - the universal motion controller 2 (umc2) board in the patient side cart (psc) has reported a temperature that is beyond the operating range. This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted after the start of the procedure due to an error that would not recover. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Manufacturer narrative:
Additional information found in: g3, g6, h2 and h3 analysis information can be found in h6 and h10 intuitive surgical, inc. (Isi) received the universal motion controller 2 (umc2) involved with this complaint and completed the evaluation. Failure analysis investigations could not replicate the reported complaint. The umc was installed and tested on the printed circuit assembly (pca) test system. The system started up without any error. The gantry motor and all arms were moved in full range of motion without any error. The system ran 150x power cycles with this umc, and all passed. The board remained on the test system for 20 hours in normal operation. There was no error nor any anomalies.

Event description:
Refer to h10/h11 for follow-up information.